Event description:
It was reported to philips that the device was intermittently unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a coronary diagnostic procedure and the procedure was completed after pressing the footswitch several times by user. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file confirmed that there was an issue with frontal stand x-ray generator point (power inverter). The fse replaced the frontal stand x- ray generator point (power inverter) and did related calibration. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.